Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that before use and during the setup of the system, the arterial line disconnected. There was no allegation of patient injury. The vamp plus system was available for evaluation. Inquired of patient demographics. Unable to be obtained.

Manufacturer narrative:
We received one vamp plus system for examination. The reported issue with the tubing was confirmed. The pressure tubing was found broken from the bond joint with the lower tube of proximal sample site. Cross surfaces of the broken tubing appeared uneven. Bonding solvent filled up the gap between the tubing and sample site tube at the bond area. The product diagram from customer tagged a red arrow to suggest the location of the line separation at tubing to vamp reservoir stopcock. However, the pressure tubing of returned product at the bond joint with reservoir stopcock was intact. No other damage was observed from the kit. As it was determined that the tubing was broken and not separated this would not have been a reportable event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.